Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer is not getting appropriate dose of insulin. The insulin pump showed under delivery. The customer was not using insulin pump on auto mode. Trouble shooting was done. The insulin pump and reservoir will not be returned for analysis.